Manufacturer narrative:
It was reported that the guidewire became knotted and was caught in the vein. The case was able to be finished with a good outcome for the patient. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was not returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became knotted and was caught in the vein. The case was able to be finished with a good outcome for the patient.